Event description:
The disposable loading unit was used with a stainless steel instrument during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. No pt injury was reported.

Manufacturer narrative:
5/12/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.